Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The manufacturer representative performed a calibration. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a thoracic fusion procedure. It was reported there was an inaccuracy with the left tracker of the system of about 13 millimeters in the left right direction. It was noted the site used a spine clamp and it was in the scan, so the surgeon took the passive planar and touched the clamp, and the inaccuracy remained indicating the issue was not likely caused by frame movement. The surgeon proceeded without the use of imaging and navigation. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.